Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an attempt to deploy the first 8x150mm smart self-expanding stents (ses). The stent jumped forward and the tip of the stent catheter broke off. The tip remained in the sheath as the stent catheter was withdrawn. A second 8x150mm smart ses was then used, and the same issue occurred. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator confirmed proper storage conditions. The product was inspected and prepped according to the IFU, with no unusual findings noted about the stent delivery system. Upon removal from the tray, the stent remained constrained within the outer sheath. A stopcock was not connected to the y-connector of the tuohy borst valve, but no difficulty was encountered while flushing the stopcock or the stent delivery system (sds). A 45 cm non-cordis sheath introducer and a non-cordis 0.018 guidewire were used. The unconstrained stent diameter was 1¿2 mm larger than the vessel diameter. The target lesion had 65% stenosis and was calcified. The sds did not pass through any acute bends, and there was no difficulty or unusual force during advancement toward the lesion. No thrombus was present. The sds was not advanced past the lesion and withdrawn back into it prior to deployment. The handle of the smart sds was held flat and straight outside the patient as instructed in the IFU. The devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during an attempt to deploy the first 8x150mm smart self-expanding stents (ses). The stent jumped forward and the tip of the stent catheter broke off. The tip remained in the sheath as the stent catheter was withdrawn. A second 8x150mm smart ses was then used, and the same issue occurred. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator confirmed proper storage conditions. The product was inspected and prepped according to the IFU, with no unusual findings noted about the stent delivery system. Upon removal from the tray, the stent remained constrained within the outer sheath. A stopcock was not connected to the y-connector of the tuohy borst valve, but no difficulty was encountered while flushing the stopcock or the stent delivery system (sds). A 45 cm non-cordis sheath introducer and a non-cordis 0.018 guidewire were used. The unconstrained stent diameter was 1¿2 mm larger than the vessel diameter. The target lesion had 65% stenosis and was calcified. The sds did not pass through any acute bends, and there was no difficulty or unusual force during advancement toward the lesion. No thrombus was present. The sds was not advanced past the lesion and withdrawn back into it prior to deployment. The handle of the smart sds was held flat and straight outside the patient as instructed in the IFU. The devices will be returned for evaluation.

Event description:
As reported, during an attempt to deploy the first 8x150mm smart self-expanding stents (ses). The stent jumped forward and the tip of the stent catheter broke off. The tip remained in the sheath as the stent catheter was withdrawn. A second 8x150mm smart ses was then used, and the same issue occurred. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator confirmed proper storage conditions. The product was inspected and prepped according to the IFU, with no unusual findings noted about the stent delivery system. Upon removal from the tray, the stent remained constrained within the outer sheath. A stopcock was not connected to the y-connector of the tuohy borst valve, but no difficulty was encountered while flushing the stopcock or the stent delivery system (sds). A 45 cm non-cordis sheath introducer and a non-cordis 0.018 guidewire were used. The unconstrained stent diameter was 1¿2 mm larger than the vessel diameter. The target lesion had 65% stenosis and was calcified. The sds did not pass through any acute bends, and there was no difficulty or unusual force during advancement toward the lesion. No thrombus was present. The sds was not advanced past the lesion and withdrawn back into it prior to deployment. The handle of the smart sds was held flat and straight outside the patient as instructed in the IFU. The devices will be returned for evaluation.

Manufacturer narrative:
As reported, during an attempt to deploy the first 8x150mm smart self-expanding stents (ses). The stent jumped forward and the tip of the stent catheter broke off. The tip remained in the sheath as the stent catheter was withdrawn. A second 8x150mm smart ses was then used, and the same issue occurred. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator confirmed proper storage conditions. The product was inspected and prepped according to the IFU, with no unusual findings noted about the stent delivery system. Upon removal from the tray, the stent remained constrained within the outer sheath. A stopcock was not connected to the y-connector of the tuohy borst valve, but no difficulty was encountered while flushing the stopcock or the stent delivery system (sds). A 45 cm non-cordis sheath introducer and a non-cordis 0.018 guidewire were used. The unconstrained stent diameter was 1¿2 mm larger than the vessel diameter. The target lesion had 65% stenosis and was calcified. The sds did not pass through any acute bends, and there was no difficulty or unusual force during advancement toward the lesion. No thrombus was present. The sds was not advanced past the lesion and withdrawn back into it prior to deployment. The handle of the smart sds was held flat and straight outside the patient as instructed in the IFU. The devices will be returned for evaluation. A non-sterile unit of the product ¿smart 120 150, sfa - 8x150mm¿ was received coiled inside a clear plastic bag. The device was unpacked for evaluation and thoroughly inspected. The unit was returned with the wire lumen separated into two pieces. One piece included the distal tip and measured approximately 6.5 cm in length, while the other measured approximately 30 cm and exhibited several kinks. The stent was fully deployed and was not returned for analysis. The hemostasis valve was found to be tightly locked. No additional abnormalities were noted in the inspected device. Dimensional analysis was performed to verify the outer diameter (od) and inner diameter (ID) of the polyimide wire lumen. Measurements were taken as close as possible to the damaged areas on both separated pieces. The results were found to be within specification. Microscopic evaluation using a vision system revealed that the separated areas exhibited irregular edges, elongations, and fatigue lines. These characteristics are consistent with material separation caused by tensile overload. Based on these findings, it is concluded that the device was subjected to tensile and torsional forces exceeding the material¿s yield strength, resulting in separation. A ¿guidewire lumen (inner shaft) separated¿ condition was observed on the two returned devices for analysis. However, the exact causes cannot be conclusively determined. Based on the device evaluations and reported intra-procedural events, findings are characteristic of tensile and torsional forces exceeding the material¿s yield strength. Both returned units showed lumen fractures with irregular edges, elongation, fatigue lines, and multiple kinks, while dimensional measurements were within specification. Clinically, the stent ¿jumping forward,¿ the catheter tip remaining in the sheath, and the need to repeat deployment is consistent with off axis loading and traction on the inner lumen during manipulation and/or withdrawal of a partially constrained system within the sheath, which can concentrate stress in the distal segment of the device. The information available supports user-related technique error resulting in excessive tensile and twisting loads on the guidewire lumen, leading to separation; no evidence suggests a material or dimensional defect of the returned components. According to the instructions for use, which is not intended to mitigate risk, ¿stent deployment procedure: 1. Insertion of introducer sheath or guiding catheter and guidewire a. Gain access at the appropriate site utilizing the appropriate accessory equipment compatible with the stent delivery system. B. Insert an .035¿ (0.89 mm) guidewire of an appropriate length through the introducer sheath or guide catheter. A. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site.¿ 4. Slack removal: a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the access sheath or guiding catheter does not move during deployment. C. Unlock the tuohy borst valve connecting the inner shaft and outer sheath of the delivery system. D. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue deploying the stent until the distal end of the stent obtains full apposition with the vessel wall. Continue deploying the stent until the proximal end of the stent obtains full apposition with the vessel wall. Note: failure to maintain a fixed inner shaft position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: when more than one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap.¿ the information available does not suggest a design or manufacturing related cause for the reported events. Therefore, no corrective or preventive action will be taken at this time.